Manufacturer narrative:
(B)(6) 2021 - the consumer discarded the device. Therefore an investigation will not occur.

Event description:
(B)(6) 2021 - the consumer claims the product started smoking and burned her blanket and furniture. Injuries did not occur. The consumer discarded the product, therefore we will not be receiving the product for an investigation.